Event description:
(B)(4). Same case as: 2134265-2011-04995. It was reported that post a coronary stenting treatment procedure, the patient experienced thrombosis. Lesion 1 was located in the distal left circumflex (cx). The lesion was 90% stenosed, 2.5mm in diameter and 20mm long. The lesion was treated with direct stenting and placement of a 2.5x24mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the proximal cx. The lesion was 90% stenosed, 2.75mm in diameter and 30mm long. The lesion was treated with direct stenting using a 2.75x32mm taxus element stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged the same day on aspirin and clopidogrel. Ten days later, the patient experienced thrombosis. The patient was hospitalized and angiography was performed. An intervention was performed using balloon angioplasty to the proximal cx extending to the distal cx with 100% stenosis and timi flow of 0. Residual stenosis was 0% with timi 3 flow noted. The event was considered resolved without residual effects.

Event description:
It was further reported that in (B)(6) 2011, the patient experienced myocardial infarction.

Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that per source, peak troponin=49.42 ng/ml, uln=0.78ng/ml, peak ck-mb=80.5ng/ml, uln=5.0ng/ml. The patient was treated with clot evacuation. Following the previously reported thrombosis and myocardial infarction events, the patient was discharged in (B)(6) 2011.

Event description:
It was further reported that in (B)(6) 2011, an electrocardiogram revealed q-wave posterior myocardial infarction with st segment elevation and ischemic symptoms were reported.

Manufacturer narrative:
Patient codes, describe event or problem - updated.(B)(4).

Manufacturer narrative:
(B)(4).